Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the pt underwent stenting of the pre-dilated 1st ob mar and direct stenting of the restenosed unknown des in the svg to cx with two xience v stents. At an unk time in 2009, the pt experienced chest pain with exercise and exertion. The pt was hospitalized approx four months later, and underwent percutaneous coronary intervention for 95% restenosis within the body of the svg. The pt was discharged the next day. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - angina and restenosis, in the IFU are known adverse events associated with coronary stenting. In this case, it is possible that the angina is a secondary effect of the restenosis, which was treated with percutaneous coronary intervention and hospitalization. The IFU cautions: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. The IFU also states. Safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts.